Event description:
The customer stated that her blood glucose readings and control test readings had been high.the customer did not allege any adverse events. The test strips were returned for eval, and replacement test strips were sent to the customer. The qa lab found the test strips to read an average of 40 mg/dl high, out of spec.

Manufacturer narrative:
The qa lab found the returned test strips to read an average of 40 mg/dl high, out of spec. Performance was satisfactory using iqa retention reagent.